Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient states woke up in morning with elevated blood glucose (bg) of 432 mg/dl and later got a headache and symptoms of dehydration. Patient required no unusual treatment. States having no other conditions or illness, or symptoms which may have contributed to elevated bg reading. Patient woke up due to alarm occurring on dexcom g4 stand alone receiver showing a high bg reading and the vibe pump was asleep and would not power on. Patient was instructed to insert a new battery from new pack and the pump powered on. The bg excursion is not reported as it does not meet the animas criteria for a reportable event. The complaint is being reported due to the power issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: during investigation, there was no battery cap returned with the pump. The battery compartment was undamaged. A test battery cap was able to maintain an electrical connection. The pump was unable to power up and was completed unresponsive upon inserting a new battery. The ¿intermittent power¿ complaint was duplicated. The pump was opened and the printed circuit board revealed a defected component with the power supply circuits.